Manufacturer narrative:
Evaluated 2 open or used reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had alarmed insulin flow block alarm. The customer's blood glucose level was 14.9 mmol/l. The customer was assisted with troubleshooting and it was reported that the insulin did not exit the tubing. The customer was assisted in performing 5 unit test and they reported that the insulin did not exit the reservoir only with plunger. The insulin pump will not be returned for analysis.